Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009 (weight is unknown). According to the complainant, during preparation for the procedure, the basket was unable extend completely from the sheath of the device. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results;sheath buckled, working length bent and pull wire damage.

Manufacturer narrative:
(B)(4) (failure to extend). A visual evaluation found that the outer clear sheath of the coil assembly was buckled and pulled out from underneath the black heatshrink near the handle. The device also appeared to be bent at the location of the heatshrink. A functional evaluation found that the basket would actuate smoothly, but would only extend partially due to the coil moving with the basket. The heatshrink was removed from the device and the proximal end of the coil was found to be partially separated. The device was disassembled further and the basket pull wire was found to be bent distal to the handle cannula. The most probable root cause is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review was performed and no anomaly was found. (B)(4)